Event description:
The patient's mother reported that her son has been using v-go for 2 months and the v-go has been falling off the patient's skin several times. Patients mother stated the patient sweats a lot.